Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when during the device change out procedure, outer insulation damage just proximal to the header was visually peeled back and damaged. Prior to opening the pocket no electrical anomalies were noted. Lead was capped on (B)(6) 2018 and a new lead was implanted. Patient was stable.

Manufacturer narrative:
A partial lead in four pieces was returned for analysis with the connector portion measuring 4.1 cm, the inner coil measuring 5.1 cm, a second inner coil measuring 5.3 cm and a third inner coil measuring 5.5 cm was returned for analysis. The reported field event of insulation abrasion was not confirmed in the laboratory. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.